Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
The customer reported that during testing of the device the cuff slowly deflated. The device was not used, and there was a minor delay in surgery while waiting for a replacement device. Another similar device was used and the procedure was able to be completed. There was no patient injury reported.